Event description:
It was reported a patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient had four (4) amia automated pd cycler sets with the green patient line cap (pull ring) disconnected. The caregiver reported "using tape" to secure the cap prior to connecting to the patient. The patient was hospitalized for approximately two weeks and was treated with an unspecified antibiotics. At the time of this report the patient has been discharged and was recovered. It was reported that the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.